Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked and there was a power issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/27/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed evidence of short battery life in the form of drastic voltage drops leading to a cs 128 battery alarm. During a visual inspection of the pump, the battery compartment was observed to be cracked; however, the battery cap secured properly to the pump. During testing, the pump was powered on and all current draws measured within specifications. The complaint of short battery life was not duplicated. The pump case was removed and no intermittent conditions were found on the printed circuit board or cgm module. Unrelated to the complaint, the display screen appeared dim and discolored.